Event description:
The pt received the scs sys on (B)(6) 2011. It was reported the pt was experiencing heating while charging her ipg. The pt reports the heating sensation both during and after charging sessions. Pt education regarding the charging process was provided and a replacement charging sys issued to the pt; however, the issue has not been resolved. It was later reported the pt is experiencing overstimulation at the ipg pocket while stimulation is on and has lost weight since the initial implant. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.